Event description:
It was reported that the patient underwent a revision procedure due to balloon cycling and deactivating with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
It was reported that the patient underwent a revision procedure due to balloon cycling and deactivating resulting from a hole in the balloon and the device was not working several month prior to the procedure with an artificial urinary sphincter (aus). The aus cuff, pump, and balloon was explanted and a new aus cuff, pump, and balloon was implanted.